Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event1 is described in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the bending section cover, video connector, video connector case, light guide cover glass, light guide connector, right/left lever, angulation lever, forceps elevator lever(surgical products), up/down and right/left angulation lever plate, switch 1, switch3, grip, control unit had scratched; adhesive on bending section cover had chipped; bending angle in up direction exceeded the standard value due to a dent on the bending tube; bending section could not be fixed firmly due to wear of forceps elevator lever(surgical products). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope had frequent errors during connection. The issue occurred during inspection for use of an unspecified therapeutic procedure that was completed using a similar device. The device was inspected before use. There were no reports of patient harm.